Manufacturer narrative:
D4. Concomitant product UDI for cylinder is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product was not working properly. Two weeks later upon inspection, a crack was found in the pump connecting tube, so both cylinders and the pump were explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for cylinder is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The pump passed the microscope and leak tests, however, did not pass the activation tests. The cylinders were microscopically inspected, and leak tested. The microscope test found that the first cylinder had a hole in the proximal end of the cylinder from sharp instrument. Both cylinders had ad wear at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder did not pass the leak test, however, the second one did. Based on the information available and analysis results, the pump not passing the activation tests confirmed the reported clinical observation of device- mechanical issue.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product was not working properly. Two weeks later upon inspection, a crack was found in the pump connecting tube, so both cylinders and the pump were explanted and replaced. No patient complications reported.